Event description:
The unspecified customer returned one actual sample to terumo factory connected to a non-terumo three way cock (nipro¿s). The sample was inspected valve returning failure was confirmed at a cl connector. With ¿as-received¿ condition, our in-house syringe (filled with water)was connected to the side[1]injection port of the retuned non-terumo three[1]way cock. When we pressed the syringe plunger, leakage was confirmed at a gap between the valve and the housing and at the top surface of the connector. A CT inspection was performed. The result recorded deformation in the inner conduit. The event occurred during infusion. The event was not detected prior to direct patient use. Nipro safe-touch three way cock(tip of the extension tube) was the identified mating device. Infusion was the type of procedure. Unknown medication involved. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical/surgical intervention were required. The device was changed out/replaced with no further problems encountered. There is 1 problematic device available to be tested and returned for investigation. The product was not disposed of. Same lot device sample is not available. Mating device is available to be tested. The event involved 20 cm (8) appx 0.27 ml, smallbore ext set w/surplug micro clear, rotating luer were the customer reported that blood leaked into the non-passage area during patient use. The unspecified customer returned one sample to a non-terumo three way cock (nipro¿s). Upon closely checking the actual sample, valve returning failure was confirmed at a cl connector. With ¿as-received¿ condition, terumo¿s in-house syringe (filled with water) was connected to the side[1]injection port of the retuned non-terumo three[1]way cock. When terumo pressed the syringe plunger, leakage was confirmed at a gap between the valve and the housing and at the top surface of the connector. A CT inspection was performed. The result recorded deformation in the inner conduit. Nipro safe-touch three way cock (tip of the extension tube) was the identified mating device. , there was no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical/surgical intervention reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Manufacturer narrative:
One device was returned for investigation. It was reported that a series of photos were shared by the customer, where a CT scan images from inside the shunless microclave showing a crushed spike and fold over stick down. As received the shuntless microclave was cut off from the set and an unknown solution residuals inside and the silicone was observed to be stuck down in clave. No additional damage or anomalies were noted. Even complaint could not be tested, due to the conditions that was returned, complaint of leaks can be confirmed based on the damage observed on the spike and seal, this might lead an internal leak. The probable cause is typical due to access with an incompatible mating device during use. A device history review was unable to be performed as the lot number is unknown.